Event description:
A malfunction was reported by the customer, identified by a malfunction code display and a fault ID. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue. The customer was instructed to continue using the pump and to contact support again if any malfunction code recurs, which they acknowledged and understood.